Event description:
It was reported that prior to starting a da vinci si surgical procedure, after the harmonic ace curved shears insert accessory was installed into the harmonic ace curved shears instrument, the part on the insert accessory that screws onto the tip broke off. No missing or fallen pieces were reported.

Manufacturer narrative:
The insert accessory has been returned for evaluation, however, failure analysis investigation of the returned affected part is not complete. At this time, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted after the evaluation has been completed or if additional information is received.